Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) and fault code 24 (timeout moving to home position) and the lifeband failed to retract. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) error message and the lifeband failed to retract was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was a failure of the drivetrain motor. The secondary reported complaint of the autopulse platform displayed a fault code 24 (timeout moving to home position) error message was confirmed based on the review of the archive data but was not replicated during functional testing performed at zoll. The fault was cleared by the customer and not replicated during the functional testing. Per the autopulse user advisory list, fault code 24 (timeout moving to home position) occurs when the driveshaft does not reach the targeted pause position within the specified time; however, no such failure was observed during the platform's functional testing. The archive data review showed fault code 16 and fault code 24 messages around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed functional testing due to fault code 16 displayed upon powering up, confirming the reported complaint. The drivetrain was replaced to address the reported complaint. Despite thorough testing, the reported fault code 24 could not be reproduced. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).